Event description:
It was reported that this patient experienced loss of capture and pacing inhibition of greater than 4 seconds from this right ventricular (rv) lead. Because the patient is dependent, the patient experienced asystole. Boston scientific technical services was contacted and discussed the potential for a micro-perforation from the rv lead. The physician subsequently explanted and replaced the system to resolve the event. No additional adverse patient effects were reported. The lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The related investigation also determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the b5 section for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient experienced loss of capture and pacing inhibition of greater than 4 seconds from this right ventricular (rv) lead. Because the patient is dependent, the patient experienced asystole. Boston scientific technical services was contacted and discussed the potential for a micro-perforation from the rv lead. The physician subsequently explanted and replaced the system to resolve the event. No additional adverse patient effects were reported. The lead is expected for analysis, but has not yet been received.